Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During a follow-up, no capture was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and showed no indication of lead damage. The lv lead was capped, but not replaced due to the patient now experiencing atrial fibrillation. The patient was stable with no consequences.